Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. No malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave error 5.